Event description:
Fire instances of failure of suction canisters. 3 cases - spontaneous implosion of suction canister at base. 1 case - spontaneous loss of vacuum from suction device previously checked and functional full thickness crack noted in base of canister. 1 case-vacuum connection port on top of canister broke off spontaneously.